Event description:
The customer reported that the footswitch stuck and the system continued to fluoro after it was released. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurence (aro).